Event description:
It was reported the patient experienced insufficient pain relief. Troubleshooting attempts were completed to no prevail. The investigation did not determine which lead caused the pain. Surgery may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000104171.